Event description:
It was reported that the right atrial (ra) lead was explanted as a result of a perforation in the right ventricle heartwall. Whole system was explanted and no new system was implanted. No additional patient adverse effects were reported.